Event description:
Event description: jetstream was unable to advance over the thruway wire. They re-primed the jetstream an tried to rex back. After multiple attempts, the jetstream was removed and had damage on the distal part of the catheter, above the blades and aspiration port. They exchanged the wire and tried to use a coyote balloon to gain access further into the vessel. The coyote also would not cross the wire through the lesion. They took the balloon out and it looked twisted around the wire. Both the coyote balloon and thruway wire was removed together. Another thruway wire was opened and a new jetstream was opened and the procedure proceeded as normal without any further complications. What troubleshooting steps, if any, resolved the issue?: jetstream was unable to cross the thruway 014 wire. Tried multiple times. Tried to advance and then rex back, they reprimed the jet stream. What is the next course of action?: they exchanged the thruway wire first and no luck. Then we opened a new jetstream catheter. Patient present at time of event?: yes. Patient complications: no patient complications. Additional information received from the distributor on april 29, 2022: question: 1. Please confirm if the same thruway wire was used with the jetstream and coyote balloon? Answer: it was the same thruway that was used in the jetstream and the coyote balloon. Question: 2. Were kinks observed on the thruway guidewire or another device? Answer: the wire was kinked after we used it in the jetstream but the doctor still put the balloon over the wire and then the balloon and wire came out of the patient all bunched up. Additional information received from the distributor on may 9, 2022: the coyote and the thruway were stuck together and had to be removed at the same time.

Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will prevent a wire from performing with accurate torque response. Free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each 300-014gw, short taper guidewire; returned lodged within the coyote catheter and coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen wire does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate the specimen wire was final inspection tested at lake region medical and was determined to be acceptable. The specimen wire was received with the proximal 157.8cm extending proximally from the coyote catheter. The combined devices presented numerous bend/kinks of varying severity and frequency. The catheter also presented accordion-like damage to both the inner and outer tubing material, consistent with extensive manipulation of the devices against resistance. The nature of the damage prevented separation of the devices without potentially destroying either or both devices. Our investigation was unable to confirm that the specimen wire did not meet specification prior to shipment. The investigation concluded that the specimen wire met specification at the time of shipment. As noted in the device instructions for use (dfu), ·guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will prevent a wire from performing with accurate torque response. ·free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. ·test the system for any resistance prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.